Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 39 to 65 mg/dl at the time of the incident. The customer did not mention how they treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported a stripped battery cap, a dim backlight, and that every time they changed a battery they would lose their settings. The customer mentioned not receiving low battery alarms, that they cannot hear alarms, and random no delivery alarms. The customer also reported sticking or hard to press buttons, and grinding sounds during pump rewind. The customer believes the pump is not giving them correct amounts of insulin. Troubleshooting was not completed as the customer declined. The customer is legally blind and mentioned a low event caused by over delivery. The insulin pump and reservoir will not be returned for analysis.